Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-1073. It was reported the pt was not receiving effective stimulation. The pt underwent revision surgery on (B)(6) 2012 where a second scs system was implanted. The pt is now receiving effective stimulation from the second scs system and the issue is resolved. The pt's original scs system was removed.